Event description:
It was reported the pt was no longer receiving adequate coverage. A second scs system was implanted on (B)(6) 2011 to address the coverage issue. The add'l scs system resolved the pt's issue. As a result, the pt had his original scs system explanted. The date of explant is unk.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.